Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing on stored electrograms (egm), along with an increased sensing integrity counter (sic). Additionally, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, which was falling into the programmed blanking period. The leads remain in use. No patient complications have been reported as a result of this event.